Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determination could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed for (10) creo threaded locking caps that had loosened with subsequent screw migration at s1 post operatively.